Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer removed the cartridge, inspected the o-ring, and found it undamaged. Technical support advised cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth. The customer successfully attached the cartridge and completed the load process, resuming insulin delivery.